Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be an incorrectly calibrated expiratory valve. In consequence the valve was re-calibrated. There was no patient or user harm reported.

Event description:
A customer complain that one out of 4 of their c6 dont resume ventilation after suction maneuver in neo mode the hey had the problem on a patient and now they compare their 4 machines on test lung - same setup on all 4 and one fail consistently. Machine is soon 1 year old, but they recently started using it. Visited the machine now - for sure it did not resume ventilation - I also noticed a not well calibrated exp valve. (The device is practically new out of box) and could clearly hear the valve leaking more than normal during ventilation. Recalibrated device and now its ok - working as it should.